Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the stent was fractured. No part of the broken stent had fallen into the patient. The procedure was completed with another advanix rx biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual evaluation of the returned device found that the stent was broken at the location of proximal barb. The stent was also kinked in the shaft approximately 4cm from the r/o marker which most likely occurred by the removal of device. Investigation concluded that the condition of the returned device was consistent with the complaint incident that stent was broken. The issue was identified during procedure and inside the patient. Most likely, the stent was difficult to remove due to some operational/anatomical factors encountered during the procedure. Using snare is a standard biliary stent removal technique. Force on snare wire can cut or tear the stent during the removal procedure. The damage on the stent were located in the proximal side of the stent where the snare wire is typically placed to grab the stent. Therefore, ¿operational context¿ was selected as the most probable root cause of the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the stent was fractured. No part of the broken stent had fallen into the patient. The procedure was completed with another advanix rx biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".